Event description:
Endoleak believe to be a crotch tear. Relined with a competitors graft the same day and the problem was fixed.

Manufacturer narrative:
The graft remains in situ and therefore was not returned for evaluation. However, images were provided and reviewed by clinical personnel and the following was determined: "image would be consistent with a crotch tear in the zfen-d. Also, the fact that re-lining with a competitor¿s bifurcated graft fixed the leak would tend to confirm that diagnosis". Review of the device history record for lot number ac1203500 found the work order appeared complete and the quality control inspection was verified to ensure that the device passed inspection. No non-conformances or temporary deviations were recorded at the time of manufacture. Review of instructions for use (IFU) supplied with the device found it to contain appropriate warnings, precautions, and instructions to the user, including: 4. Warnings and precautions. 4.1 general use information. ¿ the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up. 4.3 implant procedure: ¿ inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. It is recommended that all vessels accommodated by a small fenestration be stented in order to secure positive alignment of the graft fenestration with the vessel origin. 5 adverse events lists: ¿ endoleak. ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion. There is no evidence to suggest that the user did not follow the instructions for use. A review of the manufacturing records did not reveal any discrepancies that could have contributed to the reported issue. The investigation concludes the complaint device was manufactured to specification. Based on the medical director¿s assessment and information received, a definitive cause could not be determined from the investigation. Possible causes are: - procedural related factors (e.g. Aggressive over ballooning). - patient related factors. - device related factors, such as mechanical stress or fatigue affecting the graft material. An internal action has been taken to address the issue. After considering this event the risk associated with the use of this device is still deemed adequate. CAPA-00393 was initiated on 18-dec-2025 due to increase of complaints reporting tear/type iii endoleak at bifurcation in us zfen-d grafts. The objective of this CAPA is to determine the underlying cause and implement corrective and preventive actions to avoid recurrence. This CAPA is currently in investigation.

Event description:
Endoleak believe to be a crotch tear. Relined with a competitors graft the same day and the problem was fixed. Additional information received: the tear was discovered during the completion angio. No difficulty was experienced during deployment. After relining with another graft to try to eliminate the leak, the patient is completely fine and no leak. The physician is not sure what caused the issue: either ballooning the bifurcation (with a 32 coda - the ballooning technique used was ballooning each leg separately with the coda) or a manufacturing defect.

Manufacturer narrative:
Additional information received: the tear was discovered during the completion angio. No difficulty was experienced during deployment. After relining with another graft to try to eliminate the leak, the patient is completely fine and no leak. The physician is not sure what caused the issue: either ballooning the bifurcation (with a 32 coda - the ballooning technique used was ballooning each leg separately with the coda) or a manufacturing defect.

Event description:
Endoleak believe to be a crotch tear. Relined with a competitors graft the same day and the problem was fixed. Additional information received: the tear was discovered during the completion angio. No difficulty was experienced during deployment. After relining with another graft to try to eliminate the leak, the patient is completely fine and no leak. The physician is not sure what caused the issue: either ballooning the bifurcation (with a 32 coda - the ballooning technique used was ballooning each leg separately with the coda) or a manufacturing defect.